Event description:
It was reported that the patient experienced hematoma, hemorrhage and pain after the lithotripsy procedure. The device was assessed to have no relationship with the reported adverse events. No additional treatment or intervention was required.

Event description:
It was reported that the patient experienced hematoma, hemorrhage and pain after the lithotripsy procedure. The device was assessed to have no relationship with the reported adverse events. No additional treatment or intervention was required.